Event description:
It was reported that the insulin pump had a keypad anomaly. Blood glucose reading was 132 mg/dl. There was no reponse from the down arrow button. The insulin pump had been bumped prior to key being unresponsive. Reporter will be contacted by proper personnel. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.